Event description:
It was reported that the pump had error code (ec) 46440. Found during testing. No other information provided.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. One device was received for evaluation. The complaint was confirmed through downstream occlusion (dso) pressure test and event log review. The dso seal failed due to peeling. Replaced dso sensor and sensor¿s seal. The device passed functional testing after the repairs. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.